Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was performed when the issue happened. The procedure was not affected, and the customer was able to complete it as planned. The field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, it is found the collimator movement control knob was non-functional. To resolve the problem, fse replaced the defective control module and table handgrip. After replacing control module, the system was returned to the user in good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete it as planned on the same system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with the collimator, which would impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.